Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -6.5 diopter into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a longer lens due to low vault and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Manufacturer narrative:
Corrected data: b5- implant date of (B)(6) 2022, should be corrected to (B)(6) 2022. Claim # (B)(4).